Event description:
It is reported in MFR. Report # 1644487-2021-00908 that the patient had developed infection at the surgical site following generator replacement, thus the generator was removed. It was originally noted that they had left the lead in and moved it away from the site of the infection to hopefully save it. The patient later reported that after the generator explant, she went back to the surgeon's office due to the leads poking through her skin in the neck. She said that he clipped the lead coils and snipped the lead as close as he could. She noted this was done in clinic and not in the or. It was noted that x-ray was performed and the new surgeon found that there were not any leads tucked away or moved away from the generator site, they were clipped in the neck. The patient also informed the surgeon that she had to have her neck area drained of infection after the surgery. The patient underwent surgery on (B)(6) 2021 and had the device replaced. At this time it is unclear if the event is a continuation of the generator infection in MFR. Report # 1644487-2021-00908, thus the reports are kept separate. Device history records were reviewed for the lead. The lead passed all specifications prior to distribution and was hp sterilized. No further relevant information has been received to date.